Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the surgeon noticed scratch on lens, there was patient contact. The lens was removed during initial procedure and replaced with other lens. Additional information was requested.

Manufacturer narrative:
The sample was not returned. A photo was provided showing a monitor displaying the lens in the eye. Damage was observed to the optic near the edge. The optic appeared gouged and torn.the frosted appearing areas would be the damaged, torn away, ruffled back pieces of the optic material. No further confirmations can be made from the photo. Product history records were reviewed, and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined. Based on our observation of the attached photo, the optic is gouged and torn. This was most likely interpreted as the reported complaint of scratch on lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).